Event description:
It was reported that the patient presented for an explant procedure due to upgrade. During procedure, the header broke off the body of the confirm and were found in two pieces. A new pacemaker was implanted. The patient was stable post procedure.

Manufacturer narrative:
The reported event of broken header was confirmed. The device was visually inspected, and header of the device was found to be cracked and separated from the metal can due to excessive force applied by the user. The cause of reported event is due to improper handling of the device header by user. The device was tested at the bench and it was noted that the device exhibited normal characteristics with no anomalies. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.